Event description:
It was reported that air was observed in the setup during use of a clearlink buretrol solution set. This occurred during infusion in the neonatal intensive care unit. The set was being used with a peripherally inserted central catheter (PICC) line and a baxter extension set. The air was noted to be backing up into the filter of the extension set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.